Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
A report was received stating after 1 day in use, the cuff was found to be leaking. No information received regarding if leak check prior to use was performed. No incident related medical sequela was reported.